Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the alert was due to the right ventricular (rv) lead. The lead was manually tested through isometrics and pocket manipulation, which were negative. It was determined that the device system was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient discussed the device alerting with a nurse at the doctor's office. The nurse stated that the noise was likely due to the "main lead wire". The lead remains in use. No patient complications have been reported as a result of this event.